Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the inner insulation was breached from being torn, the outer insulation was breached from being cut and torn, the lead was stretched and there was apparent explant damage.

Event description:
It was reported that the left ventricular (lv) lead had previously been turned off because the patient had diaphragmatic stimulation which could not be programmed around. When opening the pocket for a device change out, the lv lead was accidently nicked so the lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.